Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined.part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article entitled, "dual mobility cup is a reliable concept in preventing dislocation of tha." It was reported in a journal article that in a study group of primary and revision tha patients with a dual mobility cup, there were ten (10) deep infections, all in the revision tha group. There has been no further information provided and the patient outcome is unknown.